Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported dentist recommended to stop treatment due to crossbite and malocclusion. Notes received from the orthodontist also indicate the patient has an open posterior bite and the upper posterior molars are buccally tipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.